Manufacturer narrative:
The following sections were updated/corrected updated: complaint was evaluated and the reported event was confirmed. Inspection of the returned device revealed it suspected multiple crack initiation sites identified near the inner diameter surface, and suspected crack exit site near the outer diameter surface. Cracks appear to have propagated from inner diameter to outer diameter surface. Overload fracture identified throughout the fracture exhibiting quasi-cleavage mode of fracture. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an inserter adaptor had fractured threads but unknown when this event occurred to this instrument. No adverse events have been reported as a result of the malfunction.